Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer called into philips to report a operational check failure. The device was sent to the philips bench. There was no reported patient involvement / adverse patient impact.